Event description:
It was reported that during an unknown procedure, after the third trigger the stapler locked, no staple load out, not stapling the tissue. The stapler was unlocked and the reload was replaced, to try again, the problem has been maintained. In this case, we replace the stapler and the reload and the procedure was completed without problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) - premature sled movement, damaged cartridge, damaged one piece sled. The ec45a device was received for analysis with no visual non-conformances and with two ecr45w cartridge reloads present. The cartridge reloads (b, c) were received partially fired 1/10. It is possible that while loading the reloads, the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridges. No obvious damage to the cartridge decks were noted, which suggests the cartridges, may not have been fired over a hard object. The returned device and cartridge reloads (b, c) were tested for functionality in the articulated position by resetting and reloading them into the device. The device achieved its complete stroke firing sequence with cartridge (c) without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However cartridge (b) left outer row was partially fired 1/3, left two inner rows were partially fired 1/2, right side outer row was partially fired 1/2 and right side two inner rows were fully fired. Upon evaluation of the reload (b) the cartridge body, one piece sled and some drivers were noted to be damaged. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device deliver a cut line? If yes, were any issues noted with the cut line such as jagged cut, irregular cut, etc? What is meant by ¿after the third trigger¿? Did this occur on the third firing or the third stroke during a firing sequence? Were any issues noted with the cartridge installation or removal?